Event description:
Allegedly patient was jumping and the next morning, parents noticed leg length difference.

Event description:
Allegedly patient was jumping and the next morning parents noticed leg length difference.

Manufacturer narrative:
Investigation is not complete. The medwatch 3500a was received from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete. Note: this report was originally sent via esubmitter on 6/1/10 as 1043534-2010-00015 in error.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.x-ray images reviewed. Use of device could not be determined. Product conformance could not be determined.